Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to corroded electronic assemblies. Unable to verify pump error 49 and pump error 23 perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. Customer stated they were unable to clear the alarm and they were unable to rewind insulin pump. The insulin pump will be returned for analysis.